Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 453 mg/dl. He was instructed by the va to stop insulin pump therapy. The customer treated his high blood glucose level with insulin pens. The customer received a no delivery alarm. The product was not returned. Nothing further to report.